Event description:
Information was received indicating that this smiths medical cadd cassette reservoirs experienced leaking inside the cassette. It was reported when removing air from the cassette the technician noticed the bladder was leaking inside the cassette. No patient consequences were reported. No adverse effects were reported.